Manufacturer narrative:
(B)(4). We are awaiting device return. If the device is returned for evaluation, a follow up report will be submitted.

Event description:
It was reported during an ablation procedure, the irrigation port broke from the handle of the catheter and there was an occlusion alarm. There were no consequences to the patient. Patient status was listed as stable. Additional information was requested, but is not available.